Event description:
Customer reported obtained results of 247 mg/dl, 135 mg/dl, and 126 mg/dl on the active system within 10 minutes. An add'l comparison reports results of 126 mg/dl and 499 mg/dl on the active system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.